Event description:
The user facility reported that following a therapeutic laparoscopic cholecystectomy, the grasper rubber tip was observed to be missing. The procedure had been completed with the same device, and the user facility reported that the device has been pre-tested and pre-inspected prior to the procedure. The user facility had no knowledge regarding the whereabouts of the rubber tip, and was not certain if the tip dislodged during cleaning, or into the pt. The pt was reported to be in good condition, with no adverse effects observed.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. Regulatory affairs confirmed that the grasper rubber tip was missing. There were multiple dents noted on the insertion tube, and four broken light guide fiber bundles observed on the image. The phenomenon was determined to be due to physical damage. This report is being filed as an MDR in an abundance of caution.